Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a dead battery was not confirmed nor duplicated during product evaluation. Quality engineering discovered this device experienced a battery low alert, however, found the batteries to be in good working condition. Therefore, no repair was necessary for this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a dead battery. The condition was reported to have occurred upon power up during biomedical testing. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.